Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced a hyperglycemic episode while using the ilet system, with blood glucose measured at 194 mg/dl at the time of contact and the pump appearing to function as intended; cause was not determined, and a blood glucose questionnaire was completed with a plan for follow-up. Symptoms included hyperglycemia peaking at 376 mg/dl with behavioral irritability. Outcomes included no injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included troubleshooting and education with confirmation of device operation by the caller and collection of event details. Investigation of this case revealed no device malfunction and no component failure, and the event was assessed as user condition related with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.